Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" does not work. The generator stops and the error code e184 is displayed. The issue was found during preparation for use. The issue was found during [event]. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displays error codes e184 and e433. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause for both error messages is very likely a faulty generator board. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.